Event description:
Information received by medtronic indicated that a continuous coaxial connector icon was observed. The issue was resolved by tapping on the cv4 valve and the cryoablation procedure was completed. There were no patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed by field service engineering. Console n-6404 failed the inspection due to defective check valve cv4.